Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was in the 500 mg/dl range due to bad infusion sets. The patient has been treating via insulin pump bolus and manual insulin injection. The patient felt slightly nauseated due to the high blood glucose. Troubleshooting did not occur. The insulin pump was not returned for analysis.